Event description:
Related manufacturer reference number: 2017865-2023-94634. Related manufacturer reference number: 2017865-2023-94635. Related manufacturer reference number: 2017865-2023-94638 . It was reported during a system implant procedure, the patient experienced a cardiac perforation resulting in pericardial effusion. The entire system was removed to resolve the issue. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The full measured s-curve hump height was within specification.